Event description:
It was reported that the patient came in for implantable neurostimulator (ins) replacement. At the time of device interrogation, the left ins was at end of service (eos), and right showed elective replacement indicator (eri). The patient¿s daughter mentioned that the left sided device has had an issue- a wire breakage about a year after the lead implantation. She stated that the right side needed to be replaced and the left side wasn¿t providing therapy since the wire breakage. She also stated that the patient may have taken a fall around the time of this wire breakage. She stated that an exploratory surgery was also performed to figure out the issue, and was told that a longer surgery would be needed to fix the issue. All this information was conveyed to the resident and the surg eon, and the surgeon decided to replace the right ins only. All the impedances were normal on the right side, the left side could not be interrogated due to the eos status. The surgeon checked the patient¿s history and confirmed that the exploratory surgery on the left side was performed on (B)(6) 2018, and it was determined that there was breakage in the lead wires, and all the impedances were high on all contacts on the left side at the time of the surgery. The surgeon conveyed to patient¿s daughters that the surgery to address the wire breakage issue on the left side will have to be done at a different time/day. Only the right side ins was replaced during yesterday¿s surgery.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va0q175, implanted: (B)(6) 2015, product type: lead, product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2015, product type: extension. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 27-aug-2017, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 22-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The surgeon confirmed that there was a break in the lead. No actions/interventions are planned at this time.

Manufacturer narrative:
Continuation of d10: product ID 3389s-40, lot# va0q175, serial# implanted: (B)(6) 2015, explanted: product type: lead. Product ID 3708660, lot# serial# (B)(6), implanted:(B)(6) 2015, explanted: product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.